Manufacturer narrative:
Insulin pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. Detailed trace analysis or pump history confirmed power error alarm was triggered when backup battery loaded voltage (loaded vlith) was less than 3.5v for 4 consecutive hours due to connector resistance . After disconnecting and reconnecting the internal battery connector. Pump was monitored and functioned properly. Pump received with minor scratched lcd window, scratched case, pillowing keypad overlay, cracked case corner of the belt clip rails near the battery compartment and serial number label fading.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported of power system error. The customer's blood glucose level was 117 mg/dl at the time of the incident. The customer stated that the pump alerted due to battery issues. The customer stated that the pump alarmed every 4 hours. The product was returned for analysis.